Event description:
On 8/12 pt had initial sugery. Vp shunt removal and revision with implantation of barium ventricular catheter 15cm. On 8/25 pt returned to or for vp shunt removal/revision. Preop diagnosis - malfunctioning shunt. Per surgeon, the valve was not draining but the catheter was after 3 days.